Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker left hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding pain involving a securfit stem was reported. The event was not confirmed. Clinician review of the provided records concluded "there is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for the complaints noted in the event description in this case." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. It was confirmed the reported device is not part of any recall. The event could not be confirmed nor the root cause determined due to the minimal information received. Additional patient followup records detailing the patient's history from implantation to present would be required to further investigate this matter. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.the following other hip devices were also listed in this report:catalog # product description lot #6519-1-040 delta un.fem hd 40mm r40 16/18 37515701623-00-40g trident 0 deg insert 40mm mkla3e502-11-60g trident hemispherical cluster hole shell 3703950119-0000t uni adaptor sleeve c taper ti 374571012030-6540-1 6.5 cancellous bone screw 40mm mkm563it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.

Event description:
It is reported that the patient has experienced daily pain since the implant surgery. Some days he can barely walk a few feet because of intense pain. The patient develops a severe limp when walking or standing for extended periods. The patient last saw his surgeon in (B)(6) 2011.

Event description:
It is reported that the patient has experienced daily pain since the implant surgery. Some days he can barely walk a few feet because of intense pain. The patient develops a severe limp when walking or standing for extended periods. The patient last saw his surgeon in (B)(6) 2011.